Event description:
It was reported that the pump was implanted in a cancer pt on 02/10/99. After one refill of heparinized saline, the pump stopped flowing. After several attempts to clear the catheter and start the pump were unsuccessful the pump was explanted and replaced. There were no pt complications.